Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode during a remote data review. The physician will schedule a surgical replacement procedure in the future to resolve the event. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.